Event description:
It was reported that the asymptomatic patient presented in clinic during follow-up with the pulse generator in backup vvi. A device download was initiated, during which the patient began feeling unwell and was rushed to the catheterization lab. The patient's ventricular pacing rate was noted at 44 pulses per minute. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.